Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead in segments was returned and analyzed; analysis revealed a flex fracture of the distal conductor. (B)(4).

Event description:
It was reported that the right ventricular lead was fractured. High impedance was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.